Event description:
The implantable pump system was explanted 2 weeks after implant due to a (B) (6) infection. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).